Event description:
The suture was used during a laparoscopic hernia repair. Reportedly, the surgeon performed a re-operation in 2000 due to evisceration. Another suture was applied to correct the condition. The hosp has reported the pt's condition is satisfactory.